Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, large atrium, and a 5mm gap. A mitraclip xtw (50319a3026) was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, mitraclip ntw (50305a1062), was inserted. However, difficulties inserting the clip delivery system (cds) into the steerable guide catheter (sgc) occurred, and during positioning, an unplanned breathing maneuver of the patient occurred, causing the second clip, mitraclip ntw (50305a1062), to touch the first clip, mitraclip xtw (50319a3026). After the device interaction, it was observed that one of the grippers to the second clip, mitraclip ntw (50305a1062), was not functioning as intended. In the physician¿s opinion, the gripper actuation issue was due to the second clips contact with the first clip. Troubleshooting was performed but the issue continued to occur. Therefore, the second clip was removed from the patient. A mitraclip xtw was then inserted and deployed lateral to the slda clip, and a mitraclip ntw was then inserted and deployed medial to the slda clip, stabilizing the slda clip and reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - single), device damaged by another device (n/a), or difficult to insert (cds into sgc). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult cds insertion into the sgc could not be conclusively determined. The reported damage to another device appears to be related to procedural conditions (interaction caused by unplanned breathing maneuver of the patient). A cause for the reported difficult single gripper actuation could not be conclusively determined. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a